Event description:
A customer reported that during patient exam, an ultrasound system emitted a burning smell but continued the examination. The system in question was shut down. Upon investigation, a melted power receptacle was observed. There was no report of injury to the patient as a result of the event.